Event description:
The customer contact reported the device was operating on ac power, when a burning smell was noticed during an infusion. The device was turned off and disconnected from the patient. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing and investigation, signs of burning were identified on the power supply and battery connector and the power supply and battery connector were replaced. The probable cause could not be determined.